Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned and the retention material meets the specification.

Event description:
The customer stated her readings from her meter are erratic. She stated while using her coaguchek xs meter (serial number (B)(4)), she obtained a result of 5.3 inr at 11:04 am, a result of 3.7 at 11:08 am, and a result of 3.5 inr at 11:12 am. She stated she used a new finger for each test. The customer did not take any actions based on any of the results. There was no treatment or medication change received based on any of the results. Her therapeutic range is 2-3 inr. The customer does not have any antiphospholipid antibodies. She is not on heparin or any direct thrombin inhibitors. The customer feels okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206464-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.